Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04april2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported battery issue. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 09apr2019, date of report : 31may2019. The manufacturer¿s international service technician confirmed the reported issue. The service technician replaced the power supply to address the reported problem. The unit successfully passed the required performance verification test. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.